Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04972. The same patient is represented in each medwatch.

Manufacturer narrative:
Reason for surgery: sui and pop. It was reported that patient underwent mesh excision on (B)(6) 2013.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh excision, proctoscopy on (B)(6) 2012, due to dyspareunia and mesh erosion. It was reported that the patient underwent anterior repair, vault suspension, placement of boston scientific (xenform) interposition graft, and cystoscopy on (B)(6) 2013, due to cystocele, vault prolapse, and mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2005 due to pelvic prolapse, cystocele, rectocele and loss of urethral sup. It was reported that the patient had mesh implanted on (B)(6) 2005 to repair of recurrent rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent surgical removal/revision of mesh on (B)(6) 2010 due to mesh erosion. It was reported that on (B)(6) 2012, the patient underwent mesh excision, proctoscopy, cystoscopy and repair due to dyspareunia, mesh erosion, mesh exposure, cystocele, and prolapse. Also, underwent an additional procedure on (B)(6) 2013. No additional information was provided. (B)(4).